Event description:
It was reported that the patient inadvertently placed the teflon infusion set on the body before initiating the press-and-hold step to fill the tubing, resulting in an unintended use error involving the tubing component; the patient then disconnected the tubing and safely completed the press-and-hold to resume insulin delivery, and blood glucose values were not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.